Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 400 units of insulin, and the insulin gauge displayed 40 units on the day of the reported event; however, the customer was able to extract 150 units of insulin from the cartridge. At the time of the reported event, the customer loaded a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for continued insulin therapy.